Event description:
It was reported that after the surgeon inserted the articular surface, he stated there was micromotion and decided to use a different implant to complete the procedure.

Manufacturer narrative:
Evaluation summary: if the damage was present prior to insertion, it is likely to have affected the fit and "play" of the device once inserted; however, it is unknown whether this damage occurred during insertion or removal of the device. A definitive root cause of the reported issue cannot be determined with the information provided. Evaluation: as received, the measured dimensions of the device were found to be within specification. Heavy gouges were observed on one edge. It is unknown whether this damage occurred during insertion or removal of the device. Device history records indicate all components were manufactured and inspected to specifications.